Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the reporter indicated that they were experiencing power issues. Evidence of power issues were observed in the pump history. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evidence of power issues were observed in the pump history. There was no indication of damage to the battery cap or battery compartment. During evaluation the pump was able to power on properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.